Event description:
It was reported that the pt experienced increasing symptoms including increased tone. A dye study was performed (date not provided), but was inconclusive. The entire system was replaced in 2008. The reporter indicated both lioresal branded baclofen, as well as, compounded baclofen had been used. The timing of each drug was not provided. No pt injury was reported. The pt recovered without sequela.

Manufacturer narrative:
Analysis results were not available at the time of this report for the pump or the catheter. A follow-up report will be sent when analysis is completed.